Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that her daughter was hospitalized for a high blood glucose of 1,300 mg/dl and diabetic ketoacidosis. The patient experienced vomiting and lack of appetite. The customer drank tea but she did not bolus for it. The patient stated that she felt the onset of hypoglycemia and treated accordingly; however, when she woke up at 2 o'clock in the morning she experienced extreme thirst and weakness. The patient asked her mother for juice and she drank the juice and laid down. Ems then took her to the hospital and they discovered that her blood glucose was high instead of low. The customer was removed from the insulin pump for a few days during her hospital stay. A time to train with the customer on insulin pump usage was set up. The insulin pump was not returned or replaced.